Manufacturer narrative:
The insulin pump was received with a completely broken reservoir tube lip. The reservoir did not stay locked in. The insulin pump was received missing the reservoir tube seal and end cap sticker, and had a cracked case at the display and reservoir tube window corners, cracked battery tube threads, and minor scratches on the display window.

Event description:
The customer reported via telephone call that the reservoir compartment was cracked and that the reservoir sometimes fell out of the insulin pump. The blood glucose reading was 495 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.